Manufacturer narrative:
Date of the event is estimated

Event description:
It was reported the patient put their ipg into surgery mode prior to an unrelated surgery. Following surgery, the programmer became disabled, not allowing the surgery mode to be turned off. Programmer was restored, message received "cannot connect to generator". Abbott representative was able to resolve the issue through troubleshooting. Therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.